Event description:
Reportedly, it was observed on (B)(6) 2022 that the expected residual longevity was 5 to 7 years, while it was indicated 10 to 15 years in the previous follow-up six months ago. The battery voltage did not change, as it went from 2.98 v to 2.97 v, and the only notable change in the device parameters is the charge time, which changed from 10 to 13 seconds.

Event description:
Reportedly, it was observed on (B)(6) 2022, that the expected residual longevity was 5 to 7 years, while it was indicated 10 to 15 years in the previous follow-up six months ago. The battery voltage did not change, as it went from 2.98 v to 2.97 v, and the only notable change in the device parameters is the charge time, which changed from 10 to 13 seconds.

Event description:
Reportedly, it was observed on (B)(6) 2022, that the expected residual longevity was 5 to 7 years, while it was indicated 10 to 15 years in the previous follow-up six months ago. The battery voltage did not change, as it went from 2.98 v to 2.97 v, and the only notable change in the device parameters is the charge time, which changed from 10 to 13 seconds.